Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8457774.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As such, the patient may undergo surgical intervention to address the issue. The investigation did not determine which lead was fractured.

Event description:
Related manufacturer reference number: 1627487-2023-03271. It was reported the patient experienced ineffective stimulation and x-rays indicated the both leads were fractured. As such, surgical intervention was taken where both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: e1 physician name: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.